Event description:
The duett sealing device was deployed following an interventional procedure (via a 7f sheath, right arterial access with a 8f venous sheath on the same side). The pt developed an arterio-venous fistula and pseudoaneurysm following duett deployment. Treatment consisted of ultrasound guided compression. A hematoma reportedly developed in the cath lab.